Event description:
The customer observed falsely elevated architect troponin result which questioned by the physician on one patient. The result provided were: on (B)(6) 2023 sid (B)(6) initial=127.8 ng/ml/redrawn and repeated after 3hrs=0.0 .ng/ml /repeated original specimen=0.0 ng/ml. Laboratory reference range for troponin= 0.0 to 0.04 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) during the requested site visit, the field service engineer (fse) performed significant troubleshooting and deemed the arc buffer outlet (list number 01p12-01) as the likely cause for the issue due to the straw being cracked. The fsr replaced the arc buffer outlet, which resolved the issue. A review of the i1sr62372 service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the parts. A review of tracking and trending of the architect i1000sr processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the arc buffer outlet. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i1000sr, (B)(6) , or the arc buffer outlet.